Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited loss of output during a routine device change out. The device was explanted and replaced successfully. The patient was in good condition following the procedure.